Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012480206); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of the d-evolutfx-2329, the overdrive mechanism was fully used before the valve was completely closed in the capsule, and kinking was observed at the distal portion during overdrive. The stylet was very difficult to remove and re-insert, indicating a lumen deformity due to loading tension. A second delivery system was used, and although there was similar difficulty closing the capsule, no kinking was noted, and the stylet did not have resistance. A full recapture from 80% was needed in the ascending aorta, and during recapture, the capsule was not fully covering the valve despite overdriving all the way. Kinking was noted in the distal part of the capsule on fluoroscopy, and the distal portion of the wire lumen was kinked, causing issues with wire removal. The procedure was completed successfully with no issues in valve performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the capsule partially opened. A scratch was visible along the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a bend along the stability shaft. The handle was returned with the front grips detached. The front grips could be reattached without issue. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was a kink to the proximal end of the inner member shaft. There was damage observed on the threading of the screw gear. The spindle hub appeared intact with no evidence of damage. A 29mm valve was successfully loaded onto the dcs with no issue closing the capsule. The valve was deployed to 80% of full deployment and was then fully recaptured without issue. A 0.035-inch guidewire was able to be backloaded through the dcs with slight resistance noted due to interaction with the inner member shaft kink. On retraction of the capsule via rotation of the actuator, the valve deployed as expected. The reported event for kink could be confirmed in the analysis. The reported event for interaction issues with guidewire could be confirmed in the analysis. The reported event for unable to recapture could not be confirmed in the analysis. The reported event for difficult to close could not be confirmed in the analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no difficulty turning the deployment knob was reported. The capsule responded when the deployment knob was turned up until the final inch or so.

Manufacturer narrative:
Updated data: b5 corrected data: d4 - UDI corrected from (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.